Event description:
The national compliant coordinator (nnc) for intn'l affiliate received a complaint from a user facility involving a patient control module (pcm) attached to a basal/bolus infusor lv. According to the facility, the device over-infused during patient use. The device infused medication at a reported rate of 7.5 ml/hour. The device was filled with morphine hydrochloride, 2% ropivacaine hydrochloride hydrate 200ml and connected to patient via catheter. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been received at the manufacturing facility. A follow-up report will be submitted upon receipt of the sample, and completion of the complaint investigation.